Event description:
It was reported the tx60b was use during a low anterior resection. It was reported the rep spoke with the surgeon before the case because the surgeon was not real comfortable with co's devices. The surgeon told the rep he did not need him and asked him to leave. About 40 minutes later, the rep was paged to the room. The device was applied to the rectum and fired. No staples were placed when the device was fired. The surgeon then fired into a lap sponge and there were staples present. Stool was released into the wound and the surgeon did peritoneal lavage as a result. A new tx60b was used and worked fine. The surgeon then told the rep to leave again. About 20 minutes later the rep was paged to the room again. The surgeon was getting ready to use the ecs33 and asked the rep to stand in the room while he fired the device so there is no problem because he feels this device leaks. The surgeon did not use sizers. The surgeon always uses size 33. The rep noticed there was a lot of tension on the mucosa and suggested a 29, but the surgeon wanted to use the 33. The device was fired.the staple line was checked with betadine and no leaks were noticed. The staple line was then checked with air and saline and tiny bubbles were seen. The leak was oversewed. The surgeon is going to tell the pt what happened and that it was a device issue. The surgeon is requesting a call from the ees surgeon.